Event description:
It was reported scope was had a hazy image during procedure.

Manufacturer narrative:
Alleged failure: hazy. Confirmed failure:outer tube damaged (bent, dented),damaged distal cover glass. Probable root cause: ¿ incorrectly assembled optical train ¿ damage to optical train ¿ end of life wear-out ¿ shipping damage ¿ use error. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. The device manufacturer date is not known.

Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported scope was had a hazy image during procedure.